Event description:
Patient was scheduled for a ra lead revision due to lead dislodgment, but left side vessel was occluded. New system was implanted on right side. Old system (left side) remains implanted but deactivated and off. Should additional information become available, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.